Event description:
Received notice of third party litigation regarding patient injury. It was reported that a patient received dermatological treatment with a vbeam laser and sustained serious and permanent injuries to their nose.

Manufacturer narrative:
Based on candela's review of its service records and complaint files, the product was installed at the user site april 12, 2005. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2013 with no issues found. Details to be established in litigation.